Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through full functional testing and power cycling without duplicating the report. A visual and internal inspection showed evidence of fluid ingress. The front enclosure, ribbon cable contacts, and threaded inserts were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.